Manufacturer narrative:
Additional information was received that the patient had a recent revision due to the patient¿s leads were not placed too deep, it were pushing up and broke the skin. It was noted that the physician wanted to avoid infection so the physician decided to explant the leads. The patient¿s recent revision was to re-implant the leads that were explanted and implanted two new additional leads while connecting the leads to the ipg that was kept last revision. No infection was present and the explant was for precaution. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient had an infection. Symptoms of oozing, puss and redness from the lead site was noted. Patient had blood work and cultures which confirmed that the lead site was infected. The patient was placed on antibiotics and underwent a revision procedure wherein only the leads were explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. Symptoms of oozing, pus and redness from the lead site was noted. Patient had blood work and cultures which confirmed that the lead site was infected. The patient was placed on antibiotics and underwent a revision procedure wherein only the leads were explanted. The patient was doing well postoperatively.